Event description:
Wound care nurse stated she had "burned her hand" on the transducer wand. She stated there was no break in the skin, but this had happened before to the tech as well. The nurse reported the event to the employee health nurse at the facility. The nursing staff using the device have been retrained and reminded that the burn is a friction burn and not heat related.